Event description:
Patient had been bleeding from around arterial needle site. Decision was made to pull needle and re-stick patient. Arterial needle was removed using proper procedure using safety device. Pressure was applied over site while needle was removed and then pressure was continually held for approximately 25min. Each time pressure was slightly lifted blood would gush from underneath the gauze. After applying pressure for approximately another 15min, the nurse noted that metal barrel of needle was protruding out from under gauze with blood flowing out of it. Metal barrel was removed from patient's arm with care and it was noted that needle had separated from the plastic hub and stayed in patient's arm during first attempt to remove needle from patient's arm.